Event description:
It was reported that the insulin gauge was inaccurate. Customer loaded a new cartridge to resolve the issue. Subsequently, the customer went to the emergency room (ER) with a blood glucose (bg) level of 488 mg/dl, nausea and dizziness; cause was unknown. Reportedly, customer was using fiasp insulin. Tandem technical support educated the customer on cartridge/insulin labeling. Customer delivered a correction bolus, was treated with a manual injection of insulin and intravenous fluids of saline, insulin and lactated ringers to address the elevated bg. Customer was discharged later the same day with the issue resolved and no permanent damage. Recommendation was made to consult with a healthcare provider regarding diabetes management.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received, and evaluation is performed. Per the tandem user guide, ¿novorapid and trurapi are compatible with the system for use up to 72 hours (3 days). Humalog and admelog are compatible with the system for use up to 48 hours (2 days)¿ h3 other text : device not returned.